Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. To solve the issue (error 17), the power supply board and the battery were found to be defective and was sent back to brézins for further investigation. The defective power supply board was traited. Nothing was noticed during visual inspection and different tests couldn't reproduced the reported event. The battery was found to be functional. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 17: akku defekt. // error 17: battery defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.